Event description:
A report was received that the patient experienced difficulty charging of the ipg. The patient was known to have had a nondevice related surgery of which it was unknown if electrocautery was used. The patient underwent a revision procedure wherein both ipgs of the patient were replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient experienced difficulty charging of the ipg. The patient was known to have had a non-device related surgery of which it was unknown if electrocautery was used. The patient underwent a revision procedure wherein both ipgs of the patient were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator.

Event description:
A report was received that the patient experienced difficulty charging of the ipg. The patient was known to have had a nondevice related surgery of which it was unknown if electrocautery was used. The patient underwent a revision procedure wherein both ipgs of the patient were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the two ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. Battery depletion rate with stimulation off was within the normal range. The two ipg passed all the required tests and revealed no anomalies.